Event description:
It was reported that, when a 980 ventilator was powered on it failed the breath delivery power on self test (post). There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.